Event description:
Procedure: gastric bypass. According to the reporter: the original procedure the surgeon felt everything went fine. One day post-op, the pt was brought back to the or with a free air leak. The pt was opened and it was found the staples did not close down or crimp down on the staple line. The surgeon re-applied staples to close the leak.